Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
In this event, it was reported that an e3 motor potentially caused a file to break. Information about patient injury is pending.

Manufacturer narrative:
Additional information was received that there was no injury to the patient.